Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the year field in pt data does not operate as it used to. When using the tab key, that field can not be over-written, it has to be selected on the touch screen first.